Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the report slips and was able to reproduce the error by priming the system. While troubleshooting, fse found leakage from the wash pump. Fse resolved the complaint by replacing the wash pump. Fse primed the analyzer and no more leaks recurred. Fse successfully performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 22oct2021 through aware date 22nov2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: error messages states the following: (2015) bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. (5018) assay aborted. Description: measurement terminated. Troubleshooting: repeat assay. The most probable cause of the reported event was due to the faulty wash pump.

Event description:
Log. A customer reported error messages ¿2015 bf probe purge failure and 5018 assay aborted¿ on the aia-360 analyzer. The customer tried priming the probe and restarted the system, but the errors persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The wash pump was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported 2015 bf probe purge failure and 5018 assay aborted was due to failure of the wash pump. The most probable cause of the reported event is due to failure of the wash pump.